Event description:
Pt was in v-tach, with patches already in place (had been shocked earlier at 200 and 300 with same patches). Proceeded to defib at 200j; no problem noted but pt did not convert. Charged to 300j; patch on right upper chest "popped" and ignited. Gauze dressing on pt's chest, and his beard, caught fire.